Event description:
User experienced one patient sample with discrepant sodium and potassium results. Initial sodium gave 69 mmol/l; repeated twice giving 136 and 137 mmol/l. Initial potassium gave 2.0 mmol/l; repeated twice giving 4.3 mmol/l each time. No erroneous results were reported. The field service representative could not duplicate the problem, but noted that he replaced the ise tubing, reference electrode and verified mix and dry. Performance tests were performed.